Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was misplaced. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "sensor ended" message after 1 day of wearing the freestyle libre 2 sensor and was therefore unable to obtain readings. As a result, customer experienced a seizure and loss of consciousness. No third-party treatment was reported and customer applied a new sensor. There was no report of death or permanent impairment associated with this event.